Event description:
The user reported frost formation on the needle shaft during a cryoablation procedure. The user noticed frost formation on the needle shaft during the seven minute mark of the first freeze cycle. The user discontinued use of the needle. The case was completed with no reported injury to the patient. The needle will be returned to the manufacturer for investigation.